Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with external devices. A company representative met with patient and found the programmer displayed a communication error and the charger could not locate the ipg. Reportedly, the patient stated she last charged the ipg two months prior. The representative determined the ipg was most likely inoperable due to the lack of charging, surgical intervention would be necessary to replace the patient's ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. The reported issue was resolved.